Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint could not be confirmed. The customer returned an arterial catheter and a guidewire/tube assembly. The catheter body had one bend at 4 cm from the pink hub base but otherwise appeared typical. Microscopic examination revealed tool marks just proximal to the catheter tip. It is not known why or when the tool marks were made. Functional testing was performed by connecting the guide wire assembly to the catheter hub and inserting the wire through the catheter body. No blocks were found. The catheter was also leak tested with the tip occluded. No leaks were found up to 45 psi. A device history record review was performed on the catheter with no relevant findings. The ifo warns not to inadvertently kink the catheter when securing the catheter to the patient and not to suture directly to the outside diameter of the catheter body to minimize the risk of adversely affecting monitoring capabilities. It also indicates that pulsatile arterial blood flow indicates positive arterial placement. However, no problem was found with the returned catheter.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the catheter was inserted successfully, the user could not take the patient's blood pressure. As a result, the catheter was removed and a new catheter was placed. There was no delay in treatment. No death or complications occurred to the patient.